Manufacturer narrative:
Investigation summary: one photo was received by our quality team for evaluation. From the photo, some white objects were observed on the catheter tip. The team is unable to evaluate the defect further due to the photo being too blurry and zoomed out. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed, and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that 200 bd angiocath¿ plus IV catheters had damaged tip. The following information was provided by the initial reporter: "damage to the catheter tip".